Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Review of the stored electrograms revealed non- sustained right ventricular oversensing due to low level high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected to be the probable cause. Programming changes were made. The patient was in a stable condition.